Event description:
In may 2006, the lay user/reporter (pt's friend and caretaker) contacted lifescan alleging that the pt received assistance from the emergency services on the morning of the event date because the one touch fast take was reading inacullately high compared to the pt's symptoms. The medical affairs specialist spoke with the reporter in may 2006 to obtain/verify the following info. On the morning of the event date, the pt got fasting blood glucose readings of "92 and 101 mg/dl," performed within less than 10 minutes apart. The customer care advocate verified that the meter was set correctly to "mg/dl" and that the correct testing/cleaning techniques were used. At the time of testing, the pt reportedly was feeling drowsy and had difficulties sleeping. The pt also felt the readings were higher than expected. Following the use of her meter, the pt did not take any actions to treat her symptoms but the reporter stated that her symptoms were getting worse and worse. The reporter also stated that the pt did not retest on her meter prior to receiving any medical attention. At an unk time later that day, the reporter called the paramedics and tested the pt on the paramedic's meter. The pt got a "55 mg/dl" on the paramedic's meter and was then admitted to the hosp for 19 days. The reporter was unable to provide info regarding the pt's treatment and diagnosis that the pt recived the hosp. The reporter stated that the pt has an insulin sliding scale, which requires insulin if the pt's blood glucose readings are over 180 mg/dl. The reporter was unable to recall if the pt took any insulin the night prior to the incident but stated that the pt did not take any insulin on the day of the incident. The reporter had to go and was unable to provide more info. It would be helpful to obtain the following: the pt's diagnosis and treatment at the hosp and if the pt has any other health conditions. This complaint is being reported because the pt obtained relatively "high" meter readings while experiencing symptoms. The pt was eventually hospitalized for unspecified reasons and found to be hypoglycemic. It is unk why the pt required 19 days of hospitalization. The meter and control solution were replaced.